Event description:
A distributor returned electrode belt (B)(4) and reported that ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation the electrode belt failed incoming functional testing. All ecgs failed the functional fall-off test. The cause for the failure was isolated to corrosion on connectors j702 and j703 and the dn pca board. The root cause of the corrosion was liquid ingress of an unknown contaminant. No adverse event resulted from the damaged electrode belt.